Manufacturer narrative:
(B) (4) (loss of visual acuity). An amo field service technician examined the system at the customer location and performed a full checkout of laser. No issues were found with the operation of the equipment that related to the patient's outcome.

Event description:
The clinic reported that a patient treated for lasik vision correction presented with an over correction and induced astigmatism in both eyes at a ten day post operation examination. The patient also reported experiencing double vision. Patient's post op visual acuity is: od ucva 20/40, bcva 20/25 & os ucva 20/50, bcva 20/30.